Event description:
Had problems after switching from one product maker to another maker: yes. New dexcom sensors adhesive has been causing burns to my abdomen each time I used it. Skin appears burned. Is itchy and flaking. I have used dexcom for 5 years without a problem. FDA safety report ID #: (B)(4).